Manufacturer narrative:
Complaint is confirmed. Functional testing was not performed due to the exposed wires. Visual evaluation noticed that the device is damaged. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.

Event description:
On (B)(6) 2023, it was reported by a facility representative via sems that an ar-6482 remote has exposed cables. This was discovered during a case with no patient effect.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.